Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. It was reported that the file was used multiple times, a factor which may have contributed to the event. The device was not returned for evaluation and the lost number is not known for retained-product testing and/or DHR review. Further info pertaining to pt outcome will be be provided if it becomes available.

Event description:
Dr reported that a file separated in the canal during a procedure. A follow-up visit is scheduled, though it is not known as of this report if the separated piece was successfully retrieved.